Event description:
The user facility reported one of the tips of the device was fractured off and missing during testing prior to a procedure. There was no patient involvement, no medical intervention, and no adverse consequences.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
No new information.